Event description:
It was reported by the rep a trocar was used during a laparoscopic cholecystectomy. It was reported the 355ld trocar would not arm. The case was completed by opening another trocar. There was no consequence to the pt.